Event description:
The patient reported the inability to charge her scs ipg. A replacement charging system did not resolve the issue. Follow-up identified the patient has lost stimulation and can no longer establish communication between the scs ipg and patient programmer. An sjm representative confirmed the issue. It was also reported that prior to stimulation loss, the patient was experiencing increased recharge burden. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.